Event description:
Event description guidant received information that this during the implant of this cardiac resynchronization therapy defibrillator (crt-d), implantable transvenous defibrillation lead, right atrial pacing lead and left ventricular pacing lead, the patient experienced a hematoma and a pneumothorax. Subsequent to the implant procedure, the right and left ventricular and right atrial leads dislodged as exhibited by loss of capture.